Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the light cover glasses were chipped; the light cover glasses adhesive and the optical cover glass adhesive were worn; the optical glass cover was scratched; the distal end adhesive was lifting; the control body-aspiration housing colored ring was worn; the up/down angle play needed to be rectified; and the electrical safety test did not meet specification. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited air/water channel and auxiliary jet channel (j-channel) had white crystallized contamination. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, although the adherence/clogging of the material was confirmed, we could not identify the material. Therefore, a definitive root cause could not be determined. Also, no physical damage was confirmed at the aw-channel/auxiliary water channel. The legal manufacturer reviewed the cleaning, disinfection, and sterilization (cds) processes provided by the customer. No obvious deviations from the instructions for use (IFU) were identified. The customer was trained by olympus for processing practices in accordance with the IFU. However, when this device was brought to the repair center for inspection, the customer did not provide any information regarding failures or issues with the reprocessing practice. The event can be detected/prevented by following the instructions for use which state: detection methods are written in IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.